Manufacturer narrative:
Reliability analysis unable to confirm sensors/needles damage due to customer returning the product opened/used.

Event description:
It was reported that the customer had issues with his sensor. The needle hub came off the sensor when the customer opened up the packaging. His blood glucose level was 327 mg/dl. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.